Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/10/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: during investigation, a review of the pump history showed a loss of prime warning associated with a low non-zero force on 11/01/2013. The force sensor calibration was found to be out of specification. (B)(6).